Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
During a follow-up the physician noted a decrease in sensing and an increase in capture thresholds. During a reposition attempt, the lead appeared dislodged. The lead was explanted when repositioning was unsuccessful.